Manufacturer narrative:
Batch review performed on 21 june 2021. Lot 150841: (B)(4) items manufactured and released on 26 may 2015. Expiration date: 2020-04-30. No anomalies found related to the reported issue. To date, (B)(4) items of the same lot have been already sold with a similar reported event since 2017.

Event description:
The patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised medacta stem with a competitor stem and revised the medacta head and liner with a medacta head and liner 5 years and 4 months after primary. The surgery was completed successfully.